Manufacturer narrative:
The cannula was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that after a radiofrequency procedure the patient experienced a reaction that was initially assessed to be burn marks at the puncture site. The physician felt that marks were related to use of the cannula, and later assessed that he doesn't know the cause of the reaction but believes it could be an allergic reaction. The patient was administered a prescription for corticoid and the patient is doing fine.

Manufacturer narrative:
Additional information was received that the sales representative was aware of the patients allergic reaction on (B)(6) 2017.

Event description:
A report was received that after a radiofrequency procedure the patient experienced a reaction that was initially assessed to be burn marks at the puncture site. The physician felt that marks were related to use of the cannula, and later assessed that he doesn't know the cause of the reaction but believes it could be an allergic reaction. The patient was administered a prescription for corticoid and the patient is doing fine.

Manufacturer narrative:
Further investigation revealed that the rfk cannulas are composed of 304 stainless steel hypo tubing which contains both chromium and nickel.

Event description:
A report was received that after a radiofrequency procedure the patient experienced a reaction that was initially assessed to be burn marks at the puncture site. The physician felt that marks were related to use of the cannula, and later assessed that he doesn't know the cause of the reaction but believes it could be an allergic reaction. The patient was administered a prescription for corticoid and the patient is doing fine.